Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the device was returned with the blade tip broken off and returned. The device was assembled and disassembled to a test hand piece without any difficulty and it rotated freely. During functional testing on a gen11, an alert screen was displayed. A probable cause of the device to stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred.

Event description:
It was reported that during an unknown event, the rotation knob could not work normally. Changed to another device to complete the surgery. There was no patient consequence. No additional information can be provided.